Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that zosyn 3.375 grams in a 50ml bag was to infuse over 4 hours at 12.5/hr. The zosyn was started at 2043 then at approximately 2330 the pump alarmed due to air in line with approximately 6 inches of visible air. Zosyn was restarted and the pump displayed 30ml left in the bag although the bag appeared to be empty. There was no patient harm.

Manufacturer narrative:
Correction on initial report: disregard file, suspect device is now a concomitant.